Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the truespan gun didn't trigger the second implant. No additional information could be provided. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and inspected. The observation revealed that the first implant was deployed; also, the sleeve was cut to see the internal condition; as a result, the second implant was still along with the needle and was not deployed. Also, it was observed that the trigger was loose and there was no tension on the handle, the gun was opened, and it was found that the initial part of the trigger was broken and disconnected from the firing spring, it indicates that the internal mechanism of the handle was not working. A manufacturing record evaluation was performed for the finished device lot number: 6l68694, and no nonconformances were identified. This type of issue was reviewed with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information correspond to a process control and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. No information was provided on how this failure has occurred or specifications of the procedure, therefore a definitive root cause could not be determined. The possible root cause for the deploy failure reported could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion after deploy the first implant, and when attempt to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. As per IFU-113244, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that during a knee arthroscopy w/ meniscal repair procedure on (B)(6) 2021, it was observed that the second implant device was not triggered. During in-house engineering evaluation, it was determined that the initial part of the trigger was broken and disconnected from the firing spring, another like device was used to complete the procedure with a five minute delay. There were no fragments generated. There were no adverse patient consequences reported. No additional information was provided.